Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted. Technical support planned to replace the pump, and the customer is interested in obtaining an out-of-warranty loaner pump. Information was gathered for the psa team, and insurance card pictures were requested to facilitate the process. Steps for receiving the loaner pump were discussed with the customer, who acknowledged and understood the instructions given.